Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional dragonfly opstar and hi-torque floppy ii devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that during the procedure, the dragonfly catheter was prepared and advanced onto a hi-torque floppy guide wire (gw). After the first pullback, the catheter was being removed from the guide wire when the devices became stuck together. Both devices were removed as a single unit. No part of any device remained in the anatomy. A second dragonfly catheter and a second hi-torque floppy guide wire were used; however, after the first pullback, the catheter was being removed from the guide wire when these devices became stuck together as well. Once again, both devices were removed as a single unit. No part of any device remained in the anatomy. A non-abbott guide wire and a third dragonfly catheter were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. Factors that may contribute to difficulty removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.